Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2132101 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, resistance was met when a physician was inserting a 5f mynx control vascular closure device (vcd) half way into a non-cordis 5f sheath introducer and upon removal was noted the sealant sleeves were split and sealant was exposed. A new 5f mynx control vcd was used to achieve hemostasis. No injury was reported to the patient. The product was stored and handled according to the IFU. The device storage temperature did not exceed 25 °c. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The device was removed from the package via sterile technique. The sealant sleeves (cartridge assembly) were not out of position. There was no damage noted to the sealant sleeves. The procedure used a retrograde approach. Other procedural details were requested but are unknown. The device is being returned for evaluation.

Manufacturer narrative:
As reported, resistance was met when a physician was inserting a 5f mynx control vascular closure device (vcd) half way into a non-cordis 5f sheath introducer and upon removal was noted the sealant sleeves were split and sealant was exposed. A new 5f mynx control vcd was used to achieve hemostasis. No injury was reported to the patient. The product was stored and handled according to the IFU. The device storage temperature did not exceed 25 °c. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The device was removed from the package via sterile technique. The sealant sleeves (cartridge assembly) were not out of position. There was no damage noted to the sealant sleeves. The procedure used a retrograde approach. Other procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant sleeve assembly was observed kinked/bent, but not folded backwards as received. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the kinked/bent sealant sleeve assembly as received. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. A product history record (phr) review of lot f2132101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature-in patient¿ was not confirmed during analysis of the returned device, as the sealant was observed in manufacturing position. The reported ¿mynx control system resistance/friction with csi¿ was not confirmed during analysis of the returned device as the csi used in the procedure was not returned for analysis and therefore a complete investigation could not be performed. The reported ¿sleeves frayed/split/torn-in patient¿ was not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the events experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.